Manufacturer narrative:
The third party service provider was contacted numerous times for more details, but no response appears to be forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that when their device was charged for defibrillation, the device powered off. This occurred twice during the event. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that when their device was charged for defibrillation, the device powered off. This occurred twice during the event. This issue is patient related; however there was no adverse patient outcome reported.